Manufacturer narrative:
H10: internal complaint reference number: (B)(4).

Event description:
It was reported that during an arthroscopy, the werewolf flow 90 wand did not stop the ablation mode, even after releasing the buttons. The procedure was completed with a surgical delay of less than 30 minutes using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection observed the returned instrument shows no manufacturing abnormalities. The tip is worn from use. Product was out of the original packaging. No packaging returned. A functional evaluation revealed plugging in the wand causes a wand end of life error. Using a bypass box the wand had no issues producing plasma or activating coag. The button covers were removed and no damage in seen inside. Wand data shows a multiple button press warning was displayed. No issues with buttons getting stuck were found. No continual activation happened in testing. Wand data attached. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated. H6: health effect - impact code